Event description:
The tip of the depth gauge broke during the sterilization and cleaning process. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Our investigations have shown that the shaft of the depth gauge snapped off near the connection to the scale body. The discoloration of the instrument indicated the gauge has been often used over the since 2007. The breakage of the wire shaft is due to normal wear and tear and frequent usage. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.